Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had unknown battery depletion. It was reported that the patient¿s dbs ran out after ¿(B)(6).¿ it was reported that the ins ¿would appear to have been explanted¿ and was replaced. It was unknown whether diagnostic testing or troubleshooting was performed at the time of current report. It was unknown whether there were any patient symptoms or complications associated with this event. It was later reported that the health care provider was able to confirm suspicion of early battery depletion on the patient¿s ins. The patient received another ins and is receiving a full therapeutic response. There did not appear to be any retained data that may have suggested premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's symptoms had become worse when her generator was at the end of its life. Settings were "15/10/10" ch1 0+1-, 4.5, 90, 160 and ch2 4+ 5-, 4.5, 90, 160. Battery on this date = 45-90% used. Stimulator settings were unable to be checked preoperatively due to battery was completely dead. Post-operative stimulator settings included voltage range of 0-5-0, battery was ok at 3.16v and therapeutic impedance was 1107 and 873 with currents at3.651 and 4.593. Patient still had some choreoathetoid movement. Post-operative symptom control was difficult to assess. Patient was put on a reduced voltage of 2.0 and normally was at 4.5. Post-operative stimulator settings were ch 1 1-0+ 2.0 amp volts,90 pulse width, 130 pulse rate, 0-5 voltage range, therapeutic impedance 1046 and current 1.894; ch2 4+5-, 2.0 amps volts, 90 pulse width, 130 pulse rate, voltage range of 0-5, therapeutic impedance 961 and current 2.073. Additional information received reported that device was explanted/replaced on "(B)(6) 2013." Implant date was "(B)(6) 2012."